Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing presyncopal symptoms and muscle stimulation. X-ray imaging confirmed that the atrial lead had become dislodged. The lead was successfully explanted and replaced.